Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Insulin pump was unable to perform the displacement test due to motor error alarm. Insulin pump received with minor scratches on lcd window and scratched keypad overlay.

Event description:
Customer reported a motor error alarm on the insulin pump during a MRI. The blood glucose reading was 197 mg/dl. Customer was assisted with clearing the alarm but was unable to rewind the insulin pump without further errors. Nothing further was reported.